Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate antitachycardia pacing- atp therapy due to functional undersensing. No intervention was performed. The patient was in stable condition.